Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had failed battery alert and motor error however act button need to press multiple times to work sometimes. Customer's blood glucose level was unknown. Customer also stated that the motor was grinding with rewind and there was cracks around the battery compartment and also alert tones were very hard to hear. It was also reported that the back light was dimmer. The device will be returned for analysis.